Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The company representative (rep) that the patient reported burned skin at the implantable neurostimulator (ins) site. The patient has a scab at the ins site. The patient did see the over-temp icon. This was a sudden symptom. The patient was going to follow up with their health care provider (hcp). The indication for use included failed back surgery syndrome. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.